Manufacturer narrative:
Currently it is unknown if the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information available no conclusion can be made as to the extent that the davol soft mesh may have caused or contributed to the problems experienced post implant. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2013 - the patient was diagnosed with menorrhagia, dysmenorrheal, uterovaginal prolapse, urethral hypermobility and stress incontinence. The patient underwent a total vaginal hysterectomy with anterior repair and tension free vaginal mesh urethropexy using a davol soft mesh. On (B)(6) 2014 - the patient was diagnosed with right sided pelvic pain and underwent partial removal of the davol soft mesh.

Manufacturer narrative:
Currently it is unknown if the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information available no conclusion can be made as to the extent that the davol soft mesh may have caused or contributed to the problems experienced post implant. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2013 - the patient was diagnosed with menorrhagia, dysmenorrheal, uterovaginal prolapse, urethral hypermobility and stress incontinence. The patient underwent a total vaginal hysterectomy with anterior repair and tension free vaginal mesh urethropexy using a davol soft mesh. On (B)(6) 2014 - the patient was diagnosed with right sided pelvic pain and underwent partial removal of the davol soft mesh.